Event description:
Per additional information provided: on (B)(6) 2001- patient was diagnosed with giant direct right inguinal hernia thereby underwent laparoscopic repair converted to open repair with implant of perfix plug (device #1 and #2). Per op notes, ¿large direct defect was identified and was reduced. Perfix plug (device #1 and #2) were placed to reduce occlude the direct defect. Perfix plug patch was then placed on top of the plug and on the inguinal floor.¿ on (B)(6) 2010- patient was diagnosed with infected mesh with erosion into small bowel and adhesions, right groin pain, thereby underwent open repair with partial explant of perfix plug (device #1 and #2) per op notes, ¿pocket of purulent material was noted and drained. Upon intraabdominal examination, it became evident that the mesh had eroded into the small bowel. Infected perfix plug (device #1 and #2) was partially removed. There are lot of adhesions in the small bowel which is taken down and sutured.¿

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.